Manufacturer narrative:
(B)(4). The device had not yet been used. The death certificate was received confirming the root cause of death to be cardiac arrest.

Event description:
Patient's husband contacted dexcom technical support on 08/12/2015, to report that on (B)(6) 2015, the patient expired. Patient was admitted to the hospital on (B)(6) 2015 due to arterial fibrillation and difficulty breathing. Patient remained in the hospital up until her passing. The cause of death was cardiogenic shock due to ventricular fibrillation and ventricular tachycardia, liver cirrhosis; end stage renal disease. The patient was on liver/kidney transplant list. The patient had not yet used their continuous glucose monitoring system. No additional event or patient information is available.